Manufacturer narrative:
Other, other text: additional information: a1, b3, b5 and h6 ( patient code). Device evaluation: one cadd legacy plus pump was returned for analysis due to a high-pressure error. There was no issues found with the device alarming "high pressure". The device was tested 3 times all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Additional information was received that there was no patient involvement with this pump.

Event description:
Information received indicating that a cadd legacy plus pump gave high pressure error. No adverse effects reported.